Event description:
The user facility reports the employee has completed physical therapy and has returned to normal work duties.

Manufacturer narrative:
A steris technician inspected the washer and determined that it was operating properly; no issues were noted with the washer or door. The equipment has remained in service with no further issues. The obstruction was caused by the washer not being loaded properly in that items were protruding from the racks into the door opening, resulting in the washer obstruction alarm. In addition, the operator did not follow the proper procedure for resolving the door obstruction. The equipment operator manual states (pp. 4-2): "ensure no items stick out or hang out of rack. Always use a rack designed to handle appropriate type of items to be processed." The manual further states (pp.4-36): "warning- burn hazard: if an obstruction is present in the chamber door, do not attempt to remove the object." Steris completed in-service training on proper use and operation of the equipment on (B)(4) 2012.

Event description:
The user facility reported that the door of the washer was stuck on an instrument and when the operator removed the instrument, the door came down on her hand. The operator went to the emergency room and received an x-ray. She sustained a broken thumb and a cast was applied.